Event description:
It was reported that; needle broach broke during a percutaneous screw case.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: device was not returned for inspection, therefore visual, functional inspection could not be performed. No relevant manufacturing issues were identified as all units met specifications. Conclusion: due to the multifactorial nature of this event a root cause could not be determined conclusively.

Event description:
It was reported that; needle broach broke during a percutaneous screw case.